Event description:
On january 25, 2024, lay user/patient¿s daughter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high compared the patient¿s feelings and/or normal results. This complaint was classified based on information obtained by the customer care agent (cca) during the initial call. The reporter stated that the alleged inaccuracy issue first began at 12:15 a.m., on (B)(6) 2024. The reporter was unable to provide exact readings allegedly obtained on the subject device; however, stated that the results obtained were inaccurately high compared to the patient¿s feelings and/or normal readings. The patient reportedly manages their diabetes with self-adjusted insulin (humulin r, 35 or 40 units) and uses eye drops (unspecified type). The reporter stated that at around 8 or 9 a.m., on (B)(6) the patient administered an increased dose of insulin (20 units more than usual) in response to the alleged elevated reading(s) obtained on the subject device. The reporter stated that at around 9 a.m., on (B)(6) 2024, the patient began ¿sweating¿ and that they then ¿passed out¿ and ¿ended up in a coma¿. The reporter stated that the patient¿s grandson called an ambulance and that on attendance, the paramedics treated the patient with IV glucose. The reporter stated that the paramedics informed the patient that they wanted to take them to hospital; however, the patient reportedly refused and remained at home. At the time of troubleshooting, the cca established that the unit of measure was set correctly at the time of testing. The reporter was unable to confirm if the test strip vial was intact; if the strips had been open beyond the discard date, had expired or if they had been stored correctly. The cca noted that the patient did not have control solution at the time of the call to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion that required treatment from a healthcare professional after obtaining alleged inaccurately high blood glucose readings on the subject device.